Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 89 mg/dl. She retested using her contour meter and received a reading of 55 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.